Event description:
It is alleged, the end user was in her bathroom getting out of the chair and had the foot rest in the up position. She stood up holding onto a support bar in the bathroom with the chair immediately behind her. As she was standing, the foot rest came down resulting in a fall. It is also alleged the foot rest was repaired by the provider two weeks prior to the incident. The end user sustained two fractures to her ankle.